Event description:
It was reported that the patient's stimulation was turned off and the patient had a return of symptoms. The patient had been in clinic and hospitals a lot lately for heart and sleeping concerns where there may have been exposure to emi or radiation from equipment. The stimulation was able to be turned on the morning of the report, but it was unclear what might have caused the stimulation to turn off. The patient will be having hip surgery on 2012-(B)(6). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3093-28, lot # v151540, implanted 2008-(B)(6), explanted n/a; extension model # 3095-10, lot # nah041456v, implanted 2008-(B)(6), explanted n/a; programmer model # 3037, lot # njd075896n.